Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider of the clinical study reported the patient had pain at the stimulator site. The patient elected to have the device moved to right abdomen. The stimulator and leads were revised as an intervention and the event was considered resolved without sequelae. The etiology was possibly related to the device, therapy, and implant procedure and more specifically noted as the stimulation pocket. Patient indication for use is non-malignant pain.